Event description:
Reportedly, the valve had become stenotic and was explanted. The date of event and implant duration are unk. No further info was received.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun. Device returned.